Event description:
It was reported that inappropriate therapy due to noise was observed on the pace/sense channel of the rv lead. The noise was reproducible with pocket manipulation. Lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
No medwatch form was received. A partial lead with the proximal 12.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.